Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that their first device had to be replaced because there's a problem with it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.